Event description:
It was reported that this pacemaker has depleted from 3 years battery remaining down to end of life (eol) in a span of 6 months as per recent checked. Boston scientific technical services (ts) indicated that this device was not under any advisories and patient did not pace. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker has depleted from 3 years battery remaining down to end of life (eol) in a span of 6 months as per recent checked. Boston scientific technical services (ts) indicated that this device was not under any advisories and patient did not pace. This device was explanted and replaced. No additional adverse patient effects were reported.